Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module indicated the red battery symbol. There were several tries to disconnect and reconnect which failed, and the red battery indicator symbol was still active. The power module was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery symbol on the power module (serial number (B)(6)) was confirmed via product evaluation. (B)(6) was evaluated at the european distribution center. The backup battery was noted to be expired upon visual inspection. Connecting the battery caused the power module to alarm and activated the yellow wrench and red battery symbol. The battery was connected to a test power module, and the alarms reactivated. A full functional checkout was performed on the power module after replacing the battery, and the unit passed all tests. The battery was manufactured on 04may2022 and therefore expired on 30apr2025. The reported event date was 20oct2025 and therefore the battery was expired at the time of the event. The power module was then exchanged. The root cause of the reported event was determined to be user error due to using an expired power module battery. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate power module instructions for use (IFU) section 4 ¿power module (pm) backup power¿ and section 5 ¿power module (pm) alarm conditions¿ instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU section 11 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module IFU instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 instructions for use section 3 ¿¿powering the system¿ and section 8 ¿ ¿equipment storage and care¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.